Event description:
The account stated that the axsym toxoplasmosis igg reagent is generating erratic results on 3 patient samples. On patient #1, the initial result was reactive (13 iu/ml), the retest results were both negative. There was no impact to patient management reported.

Manufacturer narrative:
(B)(4). Evaluation: device and samples in question not returned. Retained kit testing met all specifications. Since the lot number the customer used is unknown, when the potential false initial reactive results were obtained, three representatives of axsym toxo igg reagents were tested, which have been shipped to france. Retained sample (stored at abbott laboratories) of three representative axsym toxo igg reagents, list number 9k08-20, lot numbers 68772hn00, 71786hn00, 73202hn00 were tested with axsym toxo igg calibrators, controls and panels used for the determination of specificity of this assay. 20 replicates of the positive control were tested. The calibration passed and all values for the axsym toxo igg controls were well within the specifications stated in the axsym toxo igg reagent package insert. The % cv values obtained for the 20 replicates of the positive control tested with each of the three lots are in the expected range and comparable to variation listed in the package insert (in section performance characteristics, precision). No erratic result was obtained. All values obtained for the specificity panels tested were within the manufacturing specifications. There was no indication that the axsym toxo igg reagents displayed an unusual performance. As part of our investigation we have reviewed the complaint and manufacturing records for axsym toxo igg, list number 9k08-20, lot number 68772hn00, 71786hn00, 73202hn00 and associated sub lots. This review did not identify any problems relating to the customers observation. Based on our investigation, we have determined that axsym toxo igg reagents, list number 9k08-20, lot numbers 68772hn00, 71786hn00, 73202hn00 are currently meeting its safety, effectiveness and label claims. The samples in question were not available for our investigation. Therefore the cause of your observation remains unclear. In the abbott axsym system operations manual volume 2, section 10, under observed problem, results erratic, discrepant, and/or experiencing imprecion, probable causes and corrective actions are listed. This is the final report.

Manufacturer narrative:
This report is being filed on an international product that has a similar product distributed in the us. This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.